Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept shutting down and rebooting. A field service engineer (fse) troubleshot an issue with the unit shutting down and identified a faulty power supply. The power supply was replaced, and the unit was rebooted and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keeps shutting down after loaded the medication and fixed the drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.